Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
Upon receipt and inspection of the e-sep device it was confirmed that the device activates without the buttons being pushed. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
Upon receipt and inspection of the e-sep device it was confirmed that the device activates without the buttons being pushed. There was no patient involvement, no delay, no medical intervention and no adverse consequences.